Event description:
The patient was implanted with the bacfix ti spinal fixation system on 10/20/98 for an l5-s1 fusion. At approximately four weeks post-operative, the anterior/posterior radiographs revealed that the left rod had dissociated from the l5 wedge and had migrated about 5-10mm caudal. The system was explanted on 12/02/98.